Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable needed to held in place to charge the pump. Additionally, the usb cable frayed. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.